Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a frayed cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The horizon small clip applier instrument was analyzed and found that the grip cable was dislodged at the proximal end. Additional findings not related to the customer reported complaint: during inspection, the instrument was also found to have a broken grip input disk. Specifically, input disk 6 and 7 were found to be broken. Common causes of the failure mode dislodged grip cable at the proximal end are typically attributed to a broken input disk, which can result in a loss of proper cable engagement and tension. Common causes of the failure mode broken instrument input disks are typically attributed to user-related factors, most commonly improper cleaning or reprocessing techniques.

Event description:
Refer to h11 for follow-up information.